Event description:
It was reported that during a therapeutic stone retrieval procedure, our device became lodged around a stone that was embedded within the ureter. A lithotomy procedure was performed to remove the stone and dislodge the device. A stent was placed within the ureter. The pt was kept over night for observation. The pt has not sustained any sequelae as a result of this issue. No add'l info forthcoming.

Manufacturer narrative:
The device is not expected to be rec'd by this MFR. Therefore, a failure analysis is not available and we are unable to determine if the device met its specs. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures.